Event description:
It was reported by engineering manager that an attendant was retrieving a hausted patient transport stretcher (no patient on the unit). He indicated that she apparently lowered the manual fowler (backrest) assembly by grabbing and lifting the release mechanism without supporting the weight of the backrest. When she lifted the incline support locking bar out of it's locking notch the backrest suddenly dropped under it's own load. It was reported that her free hand ring finger was pinched somewhere in the assembly brackets and nearly severed. It was indicated that the attendant was placed on injury sick leave. At this time, the hosp. Believes she will fully recover.